Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted; and on (B)(6) 2011 and bard ajust was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. Mesh excision procedures were performed on (B)(6) 2012 and (B)(6) 2012 due to mesh extrusion. On (B)(6) 2013, the patient underwent mesh excision due to mesh exposure.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/9/2016. Additional information: age/date of birth.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bladder neck suspension. It was reported that patient underwent mesh revision on (B)(6) 2013 due to vaginal mesh extrusion and anterior compartment. It was reported that patient underwent anterior repair, bilateral sacrospinous ligament fixation and cystourethroscopy on (B)(6) 2011 due to sui, anterior wall prolapse, urinary retention and uti. (B)(4).